Manufacturer narrative:
Medical safety/clinical reviewed the event. An 83-year-old male with a history of prior valve surgery and baseline right ventricular dysfunction underwent redo mitral valve replacement and tricuspid valve repair. Upon separation from cardiopulmonary bypass, the patient developed worsening right ventricular failure, and an impella rp flex was placed via the right internal jugular vein for mechanical circulatory support. Device position was confirmed to be appropriate; however, the impella rp flex was unable to generate flows greater than 2 l/min despite escalation to p9, consistent with restricted flow. Troubleshooting measures included device repositioning and evaluation for potential venous obstruction, but flow did not improve. The onset of low flow coincided with ECMO decannulation. Earlier in the perioperative course, the patient had experienced cardiac arrest requiring escalation of support. Due to persistent hemodynamic instability, an impella 5.5 was subsequently implanted to provide additional left-sided mechanical circulatory support while the impella rp flex remained in place. The impella rp flex was later explanted after clinical stabilization. No additional impella-related performance issues were reported. Despite ongoing mechanical circulatory support, the patient¿s clinical condition continued to deteriorate. Care was ultimately withdrawn, and the patient expired. Based on available information, the patient's underlying condition (refractory right ventricular failure and overall postoperative cardiogenic shock following redo valve surgery in the setting of ventricular dysfunction) contributed to the demise outcome. Change in reportability. After review of the case by medical safety/clinical, it was determined the impella rp flex is a death type of reportable event. Sections b1 (adverse event/product problem), b2 (outcomes attributed), h1 (type of reportable event) and h6 (health effect-clinical and impact codes and medical device problem code) have been updated, corrected accordingly.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An 83-year-old male with prior valve surgery and baseline right-ventricular dysfunction underwent redo mitral valve replacement with tricuspid repair and subsequently developed worsening rv failure upon separation from cardiopulmonary bypass, prompting placement of an impella rp flex via the right internal jugular vein. Although the device was positioned appropriately, it was unable to generate flows above 2 l/min despite optimization to p9, consistent with restricted flow rate. Troubleshooting included device repositioning, as well as assessment for venous obstruction; however, flow did not improve. Low-flow onset coincided with ECMO decannulation, and the patient had experienced a perioperative cardiac arrest earlier in the course, requiring escalation in support. As clinical status progressed, an impella 5.5 was placed as an additional device required for ongoing mechanical circulatory support while the rp flex remained in place. The rp flex was later explanted when the patient¿s condition stabilized, and no further impella-related issues were reported.